Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject microcatheter broke off at the hub and was slowly moving away distally into the patient's anatomy. The operator was able to remove the subject catheter completely from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damages noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. When attempting to slowly withdraw the microcatheter, no movement of the catheter tip was visible. Without any noticeable increase in resistance, the microcatheter teared off in the stroke of the long sheath. A second fragment of the microcatheter could still be seen in the hub. It is unclear where the proximal end of the catheter in the patient was located. The next step was to pull slowly on the long sheath, but even this did not cause the microcatheter tip to move backwards. Assuming that the microcatheter was still long enough to protrude from the sheath, removed the long sheath and guiding catheter completely. The microcatheter still protruded from the sheath, shortened further, but could still be grasped with the fingers. The microcatheter could then be completely removed under fluoroscopic control of the aneurysm. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event ¿catheter shaft broken/fractured during use'.

Event description:
It was reported that during the procedure the subject microcatheter broke off at the hub and was slowly moving away distally into the patient's anatomy. The operator was able to remove the subject catheter completely from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.